Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a highest blood glucose of 323 mg/dl after the infusion set was deployed incorrectly due to a blue needle guard remaining in place, leading to inadequate insulin delivery; the patient removed the old site, confirmed the blue needle guard, and changed the infusion set, then resumed insulin. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, no alarms, no ketone testing, and no use of back-up therapy. Investigation included troubleshooting and education. Investigation of this case revealed improper infusion set deployment and resolution after site change. It was concluded that user technique caused the event and that device function was restored after proper infusion set placement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.